Event description:
It was reported electrode six was out of specifications. It was unknown if there were any patient symptoms or complications associated with the event. No action was required. It was unknown if any troubleshooting or diagnostic testing had been performed.

Manufacturer narrative:
Concomitant medical products: product ID: 3892, lot# unknown, implanted: 2012-(B)(6), product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study via a manufacturer representative reported electrode impedances greater than 10,000 ohms on electrode 6. No action was taken as the patient had perfect stimulation without using electrode 6. There was no change to programming.